Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call reported that they were experienced low blood glucose. The blood glucose reading at the time of event was 46 mg/dl. Customer was declined to troubleshoot for low blood glucose event. The insulin pump will not be returned for analysis.